Manufacturer narrative:
Analysis of the returned device shows that optical and microscopic examination of the fas and set screws identified pitting. Microscopic examination of fas heads identified crystallographic pitting in the rod saddle of the fas head, as well as the rod interface surface and threads of the set screws, consistent in location and surface morphology with crevice corrosion. The nature, location and surface morphology of the returned implants are consistent with anticipated in-vivo wear due to crevice corrosion.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that the patient had a deep low grade infection. The patient underwent a revision surgery. During explantation, it was noted that 3 set screws were loose on the right side and 1 set screw was loose on the left side. All of the implants were removed and none were replaced. No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.